Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient implanted with an implantable neurostimulator (ins) for post lumbar laminectomy syndrome. It was reported that the patient¿s therapy was turning on and off unexpectedly by itself. The patient had a fall on (B)(6) 2017 and since then she felt the ins turning on and off on its own. It was noted that the patient ended up in the hospital with a concussion due to the fall. The patient confirmed the ins status with the patient programmer during these events. The patient programmer confirmed that stimulation was turning itself off when it should be on. The patient¿s husband was able to get it working again after the fall, but the device continued to shut itself off. The patient¿s device worked so well for her, but when she doesn't have stimulation it adds to her discomfort of things. It was noted that the patient needed to get this issue straightened out. The patient was to follow-up with a healthcare professional (hcp) and had an appointment scheduled at 9:45 am on (B)(6) 2017. The patient wanted to have a manufacturer representative (rep) present and the hcp¿s office told her she had to call the manufacturer to set this up. The patient asked that a rep confirm with her.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the patient saw a rep to resolve the stimulation turning on and off by itself. No further complications were anticipated.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2017-, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2017, product type: lead.

Event description:
Additional information was received from the patient. While the patient was hospitalized for the fall that occurred in 2017-mar-25, they had a CT scan and a myelogram x-ray and it was determined that the one of the leads had migrated when they fell. The patient had the system surgically removed and replaced on (B)(6) 2017. The patient mentioned that they were moved to a different bed after the surgery and they were placed on top of their patient programmer. The patient stated that the stimulation got turned way up and they had to use the patient programmer to turn it back down. The patient also reported that they were having pain in their right arm on (B)(6) 2017 and that it was hard for them to move their right arm due to the pain. No further complications are anticipated